Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, b.6, d.6b, & d.9 the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top cover of the device. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that the cautery method used during the explant surgery led to an overload voltage, damaging structures on the electrode ground node on the analog chip. This is what caused the test failure during the analysis. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.